Event description:
The user reported that there was a crack in the introducer.

Manufacturer narrative:
Customer report was confirmed. Rec'd (1) cannula with inserted dilator. Cannula appeared not used. Tip of dilator slit at three different locations around tip opening. No other damage was observed from the dilator or cannula body.

Manufacturer narrative:
Additional information: the defect was confirmed, and a manufacturing defect was confirmed. The root cause can be linked to supplier¿s processes. This complaint file was review as part of a complaint file review of previously reported dilator complaints after the initiation of a product recall for the fem dilators. This review looked back to 2009 in which supplemental mdrs will be submitted due to the confirmed manufacturing defect along with a reported patient injury which resulted in an additional surgical procedure. This specific complaint report did not include a patient injury. The root cause was initially indeterminable; yet was reevaluated and confirmed on (B)(4) 2014. As a result a supplier corrective action and product recall have been initiated for the femoral cannula dilator. Trends will continue to be monitored through edwards quality system and additional information relayed as discovered.